Manufacturer narrative:
Updated MDR codes, b1, and b2

Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in a blood glucose (bg) level of 28.3 mmol/l. Customer administered a correction injection to address the bg. Reportedly, the customer reverted to an alternate method of insulin therapy.